Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Initial reporter¿s title and last name are not provided / unknown.

Event description:
It was reported that the abutment screw fracture occurred at implant. Attempt to remove broken screw was not successful. Implant needed to be removed. The site was grafted with allograft prior to original implant placement.

Manufacturer narrative:
This report is being submitted to report additional information. Multiple MDR reports are filed for this event. See 0001038806 -2022 - 00963-1. The product was returned, and the reported event was confirmed. Based on the evaluation, device malfunction has occurred. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specification and conforming when it left zimvie. DHR review could not be performed for the screw since the lot number was unknown. Complaint history could not be reviewed for the unknown screw since the lot/item number was unknown. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.